Manufacturer narrative:
H3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 50 pound weight test. The piston migration was at 2.10 inches which is indicative of significant hydraulic fluid loss. The unit was left pressurized overnight for approximately 15 hours. The unit was then checked for fluid seepage. No fluid seepage was noted at the distal joint, hinge joint or dumbbell joint. However, there was an expected oily film on the dumbbell and distal joints. The bimba piston cover was removed and there was no excess fluid noted within the piston cover or on the bimba piston. The complaint of leaking fluid and drifting was confirmed and the root cause has been determined to be the slow loss of hydraulic fluid that seeped around the dumbbell and distal joint seals over time; eventually depleting the hydraulic fluid to where it could no longer maintain pressure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions.

Event description:
It was reported that during a shoulder procedure device was not holding pressure. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.